Event description:
The device was applied during an unspecified procedure. Reportedly, pneumoperitoneum leaked from the instrument. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.